Manufacturer narrative:
B1-corrected with updated information. B5-updated information: the lens was exchanged with a longer lens. H6-health impact code updated. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -11.5/2.0/004 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. Low vault was reported. Reportedly, the lens remains implanted.